Event description:
A report was received stating that immediately following a pocket revision surgery the ipg was unable to communicate with the external device. The doctor revised the pocket site making it more superficial. Communication with the ipg was established and the patient is reportedly doing well.

Manufacturer narrative:
This is the final report.